Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and was subsequently hospitalized with a bg of 687 (mg/dl) and diabetic ketoacidosis. Customer reports possibly not completing bolus deliveries. System check with tandem technical support indicated the pump was performing as expected; however, incomplete bolus alerts were noted in the pump history. Customer was treated with intravenous insulin and released from hospital on (B)(6) 2016. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.